Event description:
Note: this report pertains to the first of two reported malfunctions, which occurred during the same procedure. It was reported to boston scientific corporation that a gold probe bipolar electrohemostasis catheter device was used in 2008 . According to the complainant, during the procedure, "the probes would not heat up." A second gold probe bipolar electrohemostasis catheter was selected to complete the procedure. Refer to MFR report #3005099803-2008-04164 for details regarding the second reported malfunction.

Manufacturer narrative:
The device has been returned but a device analysis has not been completed; therefore, the cause of the reported event is undetermined. The july 2008, 15-month gold probes hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.